Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 was not detected on bus. The customer observed that something appeared to be loose at the back of the drawer. The customer attempted to recover the station and performed a reboot; however, the issue continued to persist. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the half height enhanced drawer 4.1 had 2 cubies failed. A field service engineer (fse) reseated the row board connection at the 392 board, after which the customer was able to recover successfully. The fse also identified a missing bumper on the left slide rail and replaced it. The system functioned as intended after field service engineer repaired the device.